Manufacturer narrative:
Evaluation results: root cause undetermined, no results available since no evaluation performed- device or procedural images not provided for review, no device returned. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review, other-root cause undetermined. (B)(4).

Event description:
A physician was attempting to use an admiral xtreme otw pta balloon catheter in a patient when it was reported that the balloon burst during post-dilatation of a biliary stent. No patient injury or other clinical sequelae were reported for this event.